Event description:
It was reported that the customer's blood glucose level dropped to 36 mg/dl. The paramedics were called on (B)(6) 2015. She was treated on the scene with IV that had sugar and water. The customer was getting over an infection. She received a lost sensor alarm, but the customer was not using the sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.